Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of high lead impedance was confirmed via x-ray. The device was found to have a broken case wire inside the can. The open connection would result in the out of range impedance measurement on the can vectors and cause the out of range lead impedance alerts. The cause of the fracture could not be determined.

Event description:
It was reported that an alert for high hv lead impedance was observed. At a later follow up the high voltage impedance was intermittently high. During the lead replacement, the lead fixation and suture was observed to be tighter than usual. The device and lead were explanted.